Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed sign of physical damage on top cover. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2034 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Screen brightness check, voltage check test and teach pumps test passed. Accelerated stress test was performed and encountered a stalling motor pump a. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined there were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with the m01-17 cannot teach pumps during setup phase. The warning occurred in step 2 of setup. The patient was not connected during the incident. The heater bag cone was broken. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The estimated time of arrival is 12/26 and the scheduled pick up date is 12/27. The patient will perform capd/manuals. Upon follow up it was determined the patient was able to complete treatment. No adverse events were experienced, and no medical intervention was required. The complaint sample is not available for manufacturer physical evaluation. The new cycler has been received and the malfunctioning cycler has been returned. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.